Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose levels around 350 mg/dl and it was addressed with a bolus via the pump. Reportedly, the customer had been eating unfamiliar foods while being on vacation and counting carbohydrate had been difficult. At the time of the report the customer's blood glucose level was 94 mg/dl. The customer declined troubleshooting.